Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The replaced section of the driveline, measuring approximately 7.5 inches long, was returned for evaluation. A clamshell was present at the distal end of the driveline surrounding the metal connector. A superficial cut in the white silicone jacket that was covered with black tape was observed approximately 2.75 inches from the metal connector. The returned section of the driveline was tested for electrical continuity in the condition that it was received and the black wire produced an open circuit. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed that the black wire was completely severed. The black wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires were slightly abraded, but were otherwise unremarkable. If the exposed conductors of the black wire made contact with the braided shield while the pump was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stop events that were confirmed through the evaluation of the system controller log files. The confirmed driveline fault alarms were likely triggered in response to the open circuit along the black wire. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller sounded a driveline fault alarm. It was also reported that the driveline (silicone jacket) base-to-metal hookup to the system controller was detached and wires were exposed. Rescue tape was applied to immobilize the area. The patient was reported to be asymptomatic. On (B)(6) 2016, the manufacturer¿s technical services representative performed a clamshell repair. Per the doctor¿s request, technical services also performed phase interrupter testing due to the driveline fault alarms and the black wire was found to have an open circuit. A system controller log file retrieved after the testing was reviewed and two pump stop events and one low speed advisory were captured that occurred during the phase interrupter (continuity) testing of the black wire. X-ray images displayed a suspect wire fracture in the controller bend relief area near the distal end. On (B)(6) 2016, technical services performed an external driveline replacement approximately 8 inches from the distal end of the controller bend relief. After the replacement procedure all driveline testing passed. The lvad system was connected to a grounded power module patient cable and no alarms occurred.